Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for initial implant procedure. The left ventricular (lv) lead was not sensing correctly, and this lv lead was not used. Additionally, the implantable cardioverter defibrillator (ICD) was not used due to an unknown reason. The physician completed the procedure using a different ICD and lv lead. The patient condition was stable.

Manufacturer narrative:
Correction: upon review, the low voltage lead should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event.